Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, a21 error, basic occlusion, occlusion, excessive no delivery and prime/a33 tests. Motor passed motor test, no motor error alarm and no excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.

Event description:
Customer reported receiving a no delivery alarm during bolus multiple times. Customer also received a motor error alarm after the no delivery alarm. Customer's current blood glucose reading is 428 mg/dl and will be treating with a manual injection. No further information reported.